Event description:
The following has been reported: error 15 while infusion is running. Device is still under warranty. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and error ID 15 was found one time on 18 april 2024 which confirm the reported issue. The reported device was received at brézins for investigation. According to our investigation, no abnormalities were observed during the external visual inspection. Reproducible tests were performed, and the tci infusion supervision did not show any dysfunction, with no error 15 triggered. The battery test was compliant with specifications, and no errors were observed during charging or discharging cycles. During internal inspection, no visible damage was detected on the power supply board or the ribbon cable. Although error 15 could not be reproduced during testing, per the technical manual instructions, the power supply board and the ribbon cable should be replaced as a precautionary measure if error 15 is triggered. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: normal.